Event description:
During use with surgeon for a neck dissection, the insulated sleeve on the bovie tip retracted from its original position. The bovie tip was removed from the surgical field and was replaced.